Event description:
It was reported that during pre-dilatation of a moderately calcified left superior femoral artery, the fox cross (5.0x20) balloon ruptured at 4 atmospheres (atm) with the first inflation. Another non-abbott device was used to successfully dilate the lesion. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.